Event description:
This rv lead was explanted during a normal device change out because it had high impedances of greater than 3000 ohms and high thresholds. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severely damaged. A proximal 12 cm fragment, a medial 4.5 cm fragment and a distal 24.5 cm fragment were received. In between approx. 24 cm of the lead was missing. The returned lead parts were visually and electrically analyzed. Multiple signs of wear along the lead body were noted, in particular on the distal lead fragment the insulation was rubbed through. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Particularly the distal part of the lead was covered in fibrotic growth corroborating the assumption of increased ingrowth. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the svc shock coil was missing. The rv shock coil was shifted distally. The conductor cables were pulled out of their lumens in multiple positions. These damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the increased impedance and threshold. As the lead was not completely returned for analysis, no further investigation was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.